Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement was attempted in the left common femoral artery with a proglide device using a pre-close technique prior to an intervention procedure. Reportedly, the sutures of the first two proglide devices were successfully pre-placed. A third proglide device was positioned over the 0.035 guide wire but could only be inserted approximately 2 or 3 cm and would not advance further. With the guide wire still in the artery the proglide device was removed and two additional proglide devices were successfully placed using the preclose technique. The interventional procedure was completed and hemostasis was achieved using the pre-placed sutures of the four proglide devices. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis, which confirmed the reported inability to load the guidewire into the sheath. It was identified that the sheath seal became damaged or mis-located, which prevented the use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is possible the issue may be related to manufacturing. This is believed to be an isolated incident and this type of malfunction will continue to be monitored per local quality system procedures.